Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation all the wires at the connector for the ECG c&d cable were broken. The root cause for damaged cable was physical abuse. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.